Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 80", "system fault 36", and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.